Event description:
Boston scientific received information that during this implant procedure, the physician notes stated that paced termination efforts were unsuccessful and cardioversion was required by the device. Sensing was nominal and there were no complications. It was noted that the procedure was terminated. Our records indicate the device was successfully implanted during this procedure and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Efforts to obtain additional information were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.